Manufacturer narrative:
B3: additional/corrected information.

Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: lisinopril,norvasc, lidotral cream. Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: rlt281414/14849898, UDI: (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported that the physician was unable to cannulate the contralateral gate and after multiple attempts, cannulation was abandoned. An additional trunk ipsilateral leg endoprosthesis was used to perform an unplanned aorto-uni-iliac (aui), with a femoral bypass. The procedure was successfully concluded with implant of a contralateral leg component on the right side. On (B)(6) 2019, magnetic resonance angiography (mra) showed a distal type I endoleak on the right side caused by a lack of apposition and seal. There was aneurysm growth reported but the amount is unknown. On (B)(6) 2019, the patient underwent re-intervention. The right side was extended with an additional contralateral leg component down to the right external iliac artery, with coverage of the right internal iliac artery; and the aui was wired. The patient tolerated the procedure and the endoleak was resolved.